Event description:
It was reported that the programmer print speed was slow. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of slow printing, however it was noted that the eject button of the personal computer memory card international, association (pcmcia) card slot on the media processing unit (mpu) was broken loose and the mpu was replaced. Analysis also found that the power supply was corroded so it was replaced and noted that the power cord bay was damaged during the course of repair and the bay was therefore replaced.